Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Electrode belt sn (B)(4) was returned to the distributor for evaluation. All gels were deployed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2021 while wearing the lifevest. It was reported that the patient was at home and lost consciousness prior to passing. It was reported that the patient's spouse called ems, who took the patient to the hospital, where they later passed away. Review of the patient's download data revealed that prior to passing, the patient received 14 appropriate treatments from the lifevest. At 18:32:21, on (B)(6) 2021, the patient received the first treatment from the lifevest during vf. The post-shock rhythm was sinus rhythm at 80 bpm with motion artifact. At 18:36:09, the patient received the second treatment from the lifevest during vf with motion artifact. The post-shock rhythm was sinus tachycardia at 110 bpm with motion artifact. At 1:16:41 on (B)(6) 2021, the patient received the third treatment from the lifevest during vf. The post-shock rhythm was sinus rhythm at 70 bpm. At 1:20:20, the patient received the fourth treatment from the lifevest. The patient's rhythm at the time of the treatment was vf, and the post-shock rhythm was also vf. At 1:20:52, the patient received the fifth treatment from the lifevest. The patient's rhythm at the time of the treatment was vf, and the post-shock rhythm was also vf. At 1:21:21, the patient received the sixth treatment from the lifevest. The patient's rhythm at the time of the treatment was vf and the post-shock rhythm was sinus rhythm at 60 bpm. At 1:25:35, the patient received the seventh treatment from the lifevest. The patient's rhythm at the time of the treatment was vf, and the post-shock rhythm was also vf. At 1:25:35, the patient received the eighth treatment from the lifevest. The patient's rhythm at the time of the treatment was vf and the post-shock rhythm was sinus rhythm at 90 bpm. At 1:29:37, the patient received the ninth treatment from the lifevest. The patient's rhythm at the time of the treatment was vf, and the post-shock rhythm was also vf. At 1:30:07, the patient received the tenth treatment from the lifevest. The patient's rhythm at the time of the treatment was vf, and the post-shock rhythm was sinus rhythm at 80 bpm. At 1:33:22, the patient received the eleventh treatment from the lifevest. The patient's rhythm at the time of the treatment was vf, and the post-shock rhythm was also vf. At 1:33:54, the patient received the twelfth treatment from the lifevest. The patient's rhythm at the time of the treatment was vf and the post-shock rhythm was sinus rhythm at 90 bpm. At 1:36:49, the patient received the thirteenth treatment from the lifevest. The patient's rhythm at the time of the treatment was vf, and the post-shock rhythm was also vf. At 1:39:57, the patient received the fourteenth treatment from the lifevest. The patient's rhythm at the time of the treatment was vf, and the post-shock rhythm is not known as the device was shut down immediately after the treatment was delivered. There is no indication that a device malfunction caused or contributed to the patient's passing. The patient's equipment was returned and was found to be fully functional.